Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected and was on critical override mode. A field service engineer (fse) addressed the issue of the station not communicating and appearing offline in the remote support service. The fse examined the station and identified that the ethernet cable was damaged. The fse replaced the ethernet cable to restore communication. The fse then secured the additional cable along the side of the cabinet to prevent it from being left on the floor and to avoid further damage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was in a disconnected state and operating in critical override mode while offline on rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.